Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced rash around insertion site from wearing sensor patch. Patient sought medical advice on (B)(6) 2014 and doctor recommended neosporin. No further medical intervention was required.